Event description:
The ventilator went vent inop intermittently and alarmed. The customer reported that there was no pt involvement or reported pt harm. Vent inop. When in use, will stop providing ventilatory support to the pt. The distributor's service engineer inspected the device and replaced the power supppy to correct the problem and the unit passed per operating specifications. The power supply has been returned to the manufacturer for failure analysis.